Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had leak at reservoir barrel. Customer's blood glucose was unknown mg/dl. The customer is not unreachable via telephone and did not provide more details. The customer stated that problem occurred with four reservoirs.